Event description:
It was reported by the patient that they had a nail implanted, which broke and was removed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - please refer to h6 clinical code. The reported event could be confirmed since the device was not returned for evaluation but with the provided image, breakage could be confirmed, but further product is required for complete assessment. With the available radiograph, a medical opinion was sought: based on the timeline and the provided x-ray, it is suggestive for a non-union in a subtrochanteric fracture. The exact root cause cannot be defined as non-unions are in general multifactorial. The location and pattern of the fracture, biology and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution, and therefore the breakage of the implants. If more information is provided, the case will be reassessed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the patient that they had a nail implanted, which broke and was removed.